Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began last year (date/time not clear). On an unspecified date/time, the patient reportedly obtained blood glucose readings of '380 and 160mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, the patient also claimed she tested with another device the same day the alleged issue occurred; however, the result is not known. The patient reportedly manages her diabetes with insulin (via insulin pump); however, the patient reportedly consumed more food/drink that same day the alleged issue occurred. According to the csr¿s documentation, as a result of the alleged issue the patient claimed she developed symptoms of dizziness and shaking 15 minutes. On an unknown date/time after the alleged issue occurred, the patient also claimed she administered glucose shots and had an unclear amount of carbohydrates. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.